Manufacturer narrative:
Additional information b5: medtronic received additional information that the cannula tip is not radiopaque therefore it would not show up on any imaging and the tip did not show up on subsequent imaging. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a dlp aortic root cannulae with a vent line, it was reported that the patient had surgery for a replacement aortic valve with a 23mm mechanical heart valve. The patient had a thyectomy repair aortic aneurysm with a 30mm straight gelweave graft with a cardiopulmoary bypass. The patient had an encompass maze procedure and a ligation of the left atrial appendage with a 40mm atriclip. The echocardiography transesophageal aortic root cannula was being removed from the patient and the catheter tip broke off possibly inside the patient. It was unclear whether it broke off inside the aorta or within the paracardial space. The patient was on 16 meq, acetylsalicylic acid (asa) 81mg, coumadin, potassium chloride (klor-con) per sliding scale, 40mg of lasix IV bid, 25mg of lopressor, 90mg of mestinon, multiple organ dysfunction (mod) pain, 1200mg of mucinex, 1-2 tablets of norco, q6hr prn novolog insulin, 200mg of pain amiodrone, 40mg of prilosec, 2 tablets of senokot and 650mg of tylenol q4hr prn. The use of the device was unspecified. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Additional information b5: medtronic received additional information that there was no impact to the patient before discharge and the customer had not been aware of any impact either. Medtronic received additional information that the cannula was not used after the issue was identified. The cannula was not replaced as the surgery was completed. It was stated that it is unknown if the piece fell into the patient and it was not recovered. Correction b5: medtronic received information that during use of a dlp aortic root cannula with a vent line, it was reported that the patient had surgery for a replacement aortic valve with a 23mm mechanical heart valve. Correction e4 (rpt. Sent to FDA?): this field has been updated to yes. Correction g2 (report source): user facility has been selected. Correction g3 (date MFR rec): the date provided in the initial report 2184009-2024-00435 should have been 15 july 2024. Correction h10: the medwatch number has been added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.